Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited intermittent undersensing, causing termination of ongoing atrial tachycardia/atrial fibrillation (at/af). It was also reported that the left ventricular (lv) lead lv exhibited an increase in threshold, which may have compromised capture. Both the ra lead and lv lead remain in use. No patient complications have been reported as a result of this event.